Event description:
Per the clinic, it was reported that the patient experienced wound breakdown at the incision site in (B)(6) 2022, and was subsequently treated with oral and IV antibiotics (specific date and duration not reported). It was also reported that the patient experienced staph infection (specific date not reported) at the implant site, resulting in a decision to explant the device. The device was explanted on (B)(6) 2022. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.